Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the treatment of an unknown sized thoracic aortic aneurysm. It was reported that a CT scan showed a type ib endoleak. A distal extension was implanted and the leak sealed. As per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.